Event description:
This report is being filed after subsequent review of the following article. Guided growth with a noncannulated screw-plate system for angular deformity of the knee: a preliminary report. Hyun-joo lee, chang-wug oh, kwang-soon song, hee-soo kyung, woo-kie min, byung-chul park; 2012 journal of pediatric orthpedaedics b; vol 21 no 4. This is a retrospective review of 27 angular deformities of the knee in 16 patients (11 boys and five girls) treated by the guided growth technique using a 3.5-mm reconstruction plate and two 3.5-mm cortical screws (synthes, (B)(4)). Movement of the screw head at the interface of plate and screw was seen in all, except one case. Two cases were identified as a 7 year-old girl and a 9 year-old boy. The screw head was not damaged or broken in any cases. This report is 1 of 6 for (B)(4). This report refers to 7 yo girl - plate device interaction.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Guided growth with a noncannulated screw-plate system for angular deformity of the knee: a preliminary report. Hyun-joo lee, chang-wug oh, kwang-soon song, hee-soo kyung, woo-kie min, byung-chul park; 2012 journal of pediatric orthpedaedics b; vol 21 no 4. This report is for an unknown (part/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.